Manufacturer narrative:
Batch review performed on 08 april 2019: lot 1654045: (B)(4) items manufactured and released 10 april 2017. No anomalies related to the problem. To date, three similar events have been reported on this lot. Visual inspection performed by r&d (B)(4): the impaction plate was found broken in the connection between central pivot and locking disc, causing the separation of the plastic bottom from the metal plate. The event could be related to an high torsion force applied to the disc during the disassembly from the shell.

Event description:
During primary hip surgery, the 54mm impaction plate broke, during impaction, in the connection between central pivot and locking disc, causing the separation of the plastic bottom from the metal plate. No fragments fell into the patient's wound and there was no delay in the case. The surgery was completed successfully.